Manufacturer narrative:
During inspection and testing of the device, service concluded that the foreign material did not originate from the scope. Service found the water flow and water removal did not meet specifications. The light guide (lg) lens adhesive was worn. The objective lens adhesive was worn. The adhesive at the distal end was pitted. The insertion tube coating demonstrated delamination. The aspiration housing ring was worn. Switch button #1 was worn. The electrical safety test did not meet specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing of the subject device, a blockage was observed in the channel system. The device did not fail during a clinical procedure, and there was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was blue plastic-like material in the air/water nozzle. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report. Correction to device manufacturer date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation of a blockage in the channel system, the root cause was unable to be identified; however, it was most likely because the watertight packing / silicone adhesive / silicone member of the peripheral device was damaged and mixed into the channel. Upon further inspection, it was noted the air / water nozzle is clogged with blue plastic-like foreign matter that is not derived from the olympus scope. The event can be detected/prevented by following the instructions for use which state: " inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." It also states, "inspection of the air-feeding function and inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.